Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur, and the customer was advised that they could continue to use the pump and to call back if any issues arose again.